Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, had drawer failure with broken cubies. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubies in the auxiliary drawer 3.2 was broken. A field service engineer (fse) found multiple broken cubie tray clips in half-height drawer 3.2 and a failing rail in drawer 3.1. The fse left the site, retrieved a replacement drawer from the depot, and returned to install it. Using test software, all pockets in both drawers were ejected, the defective drawer was replaced with a new one, and pockets were reloaded. A firmware update was also performed. The drawer was tested successfully with the test software. The system functioned as intended after the field service engineer repaired the device.